Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is filed august 8, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). The implanted device remains at this time. However there are plans to explant and reimplant the patient on the other side with a new device but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016.